Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an upper gi procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaws of the forceps were bent. Reportedly the complaint device was inspected/tested prior to use. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. Functionally, the device would not open and close properly since the jaws remained closed during actuation and moved together. Additionally, when the handle was in the closed position the closed jaws formed an "l" shape. The curves were measured; one of the two curves was out of specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The most probable root cause is manufacturing due to the improper curve forming. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an upper gi procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the jaws of the forceps were bent. Reportedly the complaint device was inspected/tested prior to use. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.